Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g. Insulin pump which is not marketed in the united states. However, the device is similar to the ngp. Insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump keypad does not respond sometimes. It was also reported that keypad buttons to be pressed very hardly to respond. Troubleshooting was performed and customer states keypad buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Event description:
Updated summary the insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report.the information has been provided in the section b5,h6(investigation finding codes) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test. Failed self-test. No vibration during testing. Thus and carelink software was utilized and downloaded trace/history files properly. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding pcba 1, force sensor flex connector and harness assembly vibrator. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and end cap address label missing. In conclusion, customer concern with keypad/button unresponsive was not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Vibrate anomaly confirmed during testing due to severe moisture damage on the harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.